Event description:
Reporter indicated the high lead impedance was actually obtained on (B)(6) 2011. Vns revision surgery is tentatively planned for (B)(6) 2011.

Event description:
The pt reported that the physician performed diagnostic testing and received high impedance on (B)(6) 2011. The pt was again seen on (B)(6) 2011 and the results were confirmed. The physician's office stated there had been no trauma or any issue that could have caused a lead break. X-rays of the pt's device did not show any anomalies; however, it could not be discerned if the lead pin was fully inserted due to the received images' angles. The pt's last known device info showed proper device function. Attempts for further info have been unsuccessful to date, but a revision surgery in the future is likely.

Manufacturer narrative:
Relevant tests, corrected data: the incorrect date of (B)(6) 2004, for systems diagnostics was inadvertently reported on the initial MDR, the correct date is provided.

Event description:
A break of the negative lead coil was identified near the electrode area. Scanning electron microscopy images of the negative coil show that pitting or electro-etching conditions have occurred at the break location. However, due to metal dissolution and mechanical distortion (smoothed surfaces) the fracture mechanism cannot be determined. Inspection of the secondary broken strands suggests a stress-induced fracture has occurred in at least one of the strands. However, due to pitting, mechanical distortion (smoothed surfaces) and location of the fracture surface, a conclusive determination of the fracture mechanism cannot be made. Also, observed an abraded opening of the negative coil tubing near the break area. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no additional anomalies were identified in the returned lead portion. No anomalies were identified during the generator analysis, and the generator performed per specifications.

Manufacturer narrative:
Date of event, corrected data: the incorrect event date was inadvertently reported on the initial MDR report. The correct date is provided.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the patient had vns generator and lead revision surgery performed on (B)(6) 2011, due to a lead discontinuity. The explanted generator and lead have been returned and are pending product analysis.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.